Manufacturer narrative:
(B)(4). The patient was treated with metronidazole and ciprofloxacin for the infected hematoma. The hematoma was allowed to absorb spontaneously and was not surgically evacuated. The patient was also prescribed morphine, demerol, and percocet for pain. She was prescribed a transdermal hormone replacement for thinning of the vaginal tissue. The patient was told by specialists that the cause of her posteroperative experience was that the mesh injured the obturator nerve and subsequent hematoma. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure, anterior and posterior repair and vaginal hysterectomy on (B)(6) 2006. The patient reported on (B)(6) 2006, a post operative hematoma, which subsequently became infected. A CT scan revealed that the hematoma was in the area of the right obturator which displaced the rectum laterally. In (B)(6) 2007, the patient experienced intense persistent burning pain that radiated from the groin down to the right thigh. An ultrasound of the right leg and pelvic MRI were performed. In(B)(6) 2007, the bladder had descended and both legs had pain and paresthesia radiating down to the ankles. The patient experienced urethral pain which was severe at night and was somewhat relieved by voiding. The patient experienced difficulty with bowel movements . The patient has painful coitus. The patient was prescribed lyrica, meloxicam, lorazepam, and oxycodone for the pain. The patient decided to discontinue all use of the narcotics and explore other options. The patient tried acupuncture, massage, and traditional (B)(6) medicine which offered marginal relief. The patient was seen by two other gynecological surgeons. The patient stated that she was told that the transobturator nerves were being damaged by the tape and removal was not a viable option.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Pain occurred, infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.